Manufacturer narrative:
The pump passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with high stop idle current due to a faulty lcd driver. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump battery was depleting very fast. The customer's blood glucose level at the time of incident was 90mg/dl. No further information provided.